Event description:
Dr. Placed the catheter in the patient at the end of the procedure. He attached the tubing for the continuous bladder irrigation and noticed the bags were not draining. The catheter was removed, and dr. Tried to irrigate the catheter on the back table. The catheter would not irrigate.